Event description:
The customer stated that "the product failed and was cracking". In total, three oxygenators were affected. Customer provided a video, which showed stress to the oxygenator from the pulsatile flow. No pt injury. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The visual inspection showed that there was a crack (approximately 5mm in length) on the blood outlet side. No leakage was detected through the crack. A review of the manufacturing records showed no production deviations of this lot during manufacturing. Prior to observing the cracks, the oxygenator was in use well over the approved usage of 6 hours stated in the IFU. While we cannot conclusively determine the root cause, we believe that the most probable root cause is the extended use in combination with the pulsatile action of the roller pump. This is based on extensive testing conducted on similar complaints and the fact that these same oxygenators are used outside the u.s. In other tubing sets with the centrifugal pump and this type of failure has not been observed.